Event description:
Variability in rv capture management thresholds noted on lead trends. Observation states: high rv threshold on (B)(6) 2025. Rv capture management is monitor only. Programmed rv output = 2.5 v @ 0.4 ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).